Event description:
It was reported that the programmer's electrocardiogram slave input was not working. It was further reported that the keyboard was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the electrocardiogram slave input was not working and therefore the link electronic module printed circuit board assembly was replaced and calibrated. Analysis also found that the keyboard was intermittent, that the keyboard had a broken left hinge, that the lower case half was broken and that the media bay door was damaged. All found defective parts were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).